Event description:
During routine testing of the vaporizer, ohmeda svc rep noted output of the vaporizer was not within spec. Investigation/conclusion: the vaporizer was returned to vaporizer svc center for investigation. The unit was tested and the output was found to be low to spec. Inspection of the vaporizer revealed that the thermostat cover gasket was fit in such a way that the inner edge of the gasket was causing interference with the thermostat flapper plate movement. Proper assembly methods for the thermostat have previously been reviewed. Subsequent to the MFR of this unit, work instructions were amended to include additional steps too help prevent thermostat cover gasket interference.